Event description:
Event: surgical intervention to remove a detached superior capsule. Case details: the pt was reported to have a wall of calcium at the aortic bifurcation. As the device was being unjacketed, the calcification tore through the jacket separating the superior capsule from the jacket. The superior capsule remained around the delivery catheter, approximately 1 cm above the ipsilateral capsule. A retroperitoneal incision was made to retrieve the superior capsule. The graft was successfully implanted.